Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¨baker IV capsular contracture painful hardening of breast¨, ¨deflation¨ and ¨painful capsular contracture¨.

Event description:
Healthcare professional reported ¨baker IV capsular contracture painful hardening of breast¨, ¨deflation¨ and ¨painful capsular contracture¨. This is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported ¨baker IV capsular contracture painful hardening of breast¨, ¨deflation¨ and ¨painful capsular contracture¨. This is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d3, d4, d9, g1, h3, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¨baker IV capsular contracture painful hardening of breast¨, ¨deflation¨ and ¨painful capsular contracture¨. This is for the right side. Device was explanted and replaced.